Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired and then locked out. The firing trigger did not retract and no clip was deployed. The device did open and there was no known damage to the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.